Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the uncommanded bolus delivered. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
A patient reports while wearing a pod their controller had delivered bolus doses of insulin that were not needed or requested by the user. The patient reports the device delivered (B)(4) bolus doses of insulin when the patient was already low and did not need another further boluses of insulin. As treatment, the patient consumed candy. The patient reports their blood glucose level was 250 mg/dl.